Event description:
The pt was being treated for a long chronic stenosis in the right sfa. Presence of calcium was observed at the proximal to mid sfa. There was difficulty crossing the lesion, and the nanocross balloon was delivered over the wire to the distal segment of the sfa. Distal angioplasty was performed. After 2 inflations distally, the device was pulled to mid-proximal sfa. After the inflation at the proximal sfa, the physician had difficulty in pulling the nanocross balloon back. It was also observed that the wire had come back proximally. The physician continued to pull back on the balloon, while trying to maintain wire access. Eventually, the balloon gave and the physician was able to retrieve the balloon catheter. However, it was observed that only half of the balloon was present. Upon angiographic examination, it was observed that the other half of the balloon remained stuck in plaque inside of the pt at the mid sfa. Several attempts were made to retrieve balloon unsuccessfully. The physician made the decision to place a ever-flex 6x150 across the remaining portion of the balloon, since he was going to have to stent the pt anyway. Case was completed without any further complications.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this report event.